Event description:
Information received via medwatch# (B)(4). It was reported that during onyx injection, a small amount of onyx was observed in an uninteded external carotid artery. The catheter was removed and a tear was noted. No injury was reported and the patient was discharged.same as MDR# 2029214-2012-00633.

Manufacturer narrative:
The catheter has been returned and evaluated. The catheter was found ruptured at 16.0cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter.catheter rupture.(B)(4).